Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. CAPA reference:(B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer stated that the 8100 stop infusing, however the customer didn't have the serial number of the unit. Customer stated that she didn't have all of the information, customer stated that she will call back when she gets all of the information about the 8100.